Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced generator unit to resolve the m-00 and c-00 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed, and the issue was confirmed using system logs, which recorded error m-02 in april, along with errors m-b1, m-11, m-18, and c-06 on other days in march. Visual inspection indicated that the unit was in good cosmetic condition. During testing, the unit displayed error code m-02-03 at startup, while the logs recorded codes m-02, m-b1, m-11, and c-00. The complaint was confirmed based on the failure analysis. The probable root cause of error m-02 is attributed to a faulty component of the generator.

Event description:
It was reported that during da vinci-assisted surgical cholecystectomy procedure, site contacted technical support engineer (tse) to report that they were getting no power when using the generator and it was displaying m-00 and c-00 errors. Changing cables did not resolve the issue. There was no reported injury.